Manufacturer narrative:
As of 1/4/2019 max mobility had not received the specific device (serial number (B)(4)). Initial assessment by management, barring any additional information, is that the device likely did not malfunction (likely environmentally, failure to follow instructions, and / or use error caused or contributed to event); but this is speculative. There are no past service / complaint records for the particular device and it had not been returned or brought in for service at any time in the past. Inspection of the manufacturing records showed the specific device and all its parts were manufactured to specification, passed all quality checks, and were released after final testing of the device was performed. The specific device was manufactured / released on 10/20/2015. So the date of 12/10/2018 as the first of max mobility became aware holds true and the handling of everything according to the established quality system procedures was verified. Max mobility continues to attempt to collect more information from the user as well as have the unit returned for evaluation / investigation. As applicable all follow-up reporting will be completed and submitted accordingly. It can be noted that all models employ redundant designs for deactivation, so that if one means were to fail (which can be considered to be "improbable") regardless of reason (i.e. User not sufficiently performing the action necessary) there is always a second means (i.e. Turning power assist off).

Event description:
As described to the sales representative by the user's rehab coordinator, user was operating smartdrive model mx2 and he / she allegedly could not get the driving to deactivate. Upon attempting to stop the unit manually, the user was thrown from the wheelchair. As a cause of being ejected from the wheelchair the user sustained a broken leg.